Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the data provided by the customer. The hsc specialist stated that siemens performed internal investigation on reagent lot 322, which showed that it is performing as intended. The cause of the discordant, falsely low ipth result on one patient sample is unknown. The device is performing within manufacturing specifications. No further evaluation of device is needed.

Event description:
The customer obtained discordant, falsely low intact parathyroid hormone (ipth) results on multiple patient samples on an immulite 2000 xpi instrument, while using reagent lot 322. The samples were repeated on two alternate platforms, resulting higher. The results from the immulite 2000 xpi instrument were not reported to the physician(s). The results from the alternate platforms were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ipth results.